Event description:
A 15 yr old male undergoing laparoscopic appendectomy in 2008, when the ethicon endogia 45mm stapling device misfired. A second stapler was used which also misfired. The third stapler worked appropriately. The patient suffered no sequelae, no evidence of bleeding or perforation observed.